Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. During the simulated treatment a supply bag lines blocked alarm was encountered. The failure of the cycler¿s function was due to the fluid intrusion found in the pneumatic assembly. The cassette used to perform the simulated treatment did not reveal any abnormalities after its removal from the cycler. There were visual indications of dried fluid within the cassette compartment.

Event description:
A peritoneal dialysis patient's nurse reported that the cycler displayed a scale reading message and a drain line is blocked message during a treatment. The nurse stated that the cycler also had fluid leaking inside the cassette door during treatment. The patient did not have fibrin. The patient is going to complete treatment with manuals. The nurse reported that the patient's effluent was clear and no fibrin was present. The patient was prescribed prophylactic antibiotics for the issue: vancomycin and gentamicin. The cycler was replaced and the new cycler is working properly. The patient is successfully completing treatments. The patient's date of birth is (B)(6). The patient's dry weight is (B)(6) kilograms.

Event description:
A peritoneal dialysis patient's nurse reported that the cycler displayed a scale reading message and a drain line is blocked message during a treatment. The nurse stated that the cycler also had fluid leaking inside the cassette door during treatment. The patient did not have fibrin. The patient is going to complete treatment with manuals. The nurse reported that the patient's effluent was clear and no fibrin was present. The patient was prescribed prophylactic antibiotics for the issue: vancomyacin and gentamicin. The cycler was replaced and the new cycler is working properly. The patient is successfully completing treatments. The patient's date of birth is (B)(6). The patient's dry weight is (B)(6).